Event description:
During index procedure, four endeavor rx drug-eluting stents were implanted. One stent was implanted in the mid lad (MFR. Report# 2953200-2009-00367) to treat target lesion and one stent was implanted to treat a complication/dissection/bailout after stent implantation to cover target lesion. One stent was implanted in the mid lcx (MFR. Report# 2953200-2009-00368) to treat target lesion and one stent was implanted to treat a complication/dissection/bailout after stent implantation to cover target lesion. Six days prior to one year follow up, a balloon revascularization of the 1st diagonal branch was performed due to positive history or recurrent angina pectoris presumably related to target vessel. Investigator classified lesion as restenosis after previous ptca. Investigator states that event was related to study stent. Pt asymptomatic at one year follow-up.

Manufacturer narrative:
Other (secondary intervention) - eval results: (dissection, tvr).